Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file for the date of event found no evidence of device malfunction. Alarms for low glucose, urgent low soon, sensor expiration, and infusion set changes were triggered as designed, and insulin delivery requests matched cgm readings. Cgm alerts for sensor expiration and temporary transmitter issues were recorded, but insulin delivery remained consistent with user settings and cgm input. No motor errors, or other device errors were observed. The cause of the user¿s hypoglycemia could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia requiring intervention by emergency medical services. The user was admitted to the hospital, treated with glucagon and intravenous fluids, and subsequently discharged on (B)(6) 2025.